Manufacturer narrative:
The boston scientific technical services consultant was unable to obtain further details. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from this caller who is the medical director at (B)(6) that he had been made aware of three people who encountered potential worksite issues with defibrillators and pacemakers. He described three separate instances of either syncopal events or shock delivery from their implanted devices. Two of the events were related to boston scientific devices and the third was with an implanted competitive device. No other adverse patient effects were reported.